Manufacturer narrative:
Device replacement was recommended. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was beeping as it recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that the device was explanted. No additional adverse patient effects were reported.